Event description:
It was reported that the device reached early elective replacement indicator (eri.) Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: performance data collected from the device was received and analyzed. Battery voltage - battery depletion indicated/eri: elective replacement indicator (eri) date (B)(6) 2013. (B)(4).